Event description:
Patient presented to the physician with the ipg and portion of a lead exposed at the chest incision. Physician brought the patient into the or and removed the entire inspire system.